Event description:
Allegedly the patient was revised due to migration of the prosthetic components from improper positioning and or muscle and fibrous tissue laxity. (Operative report mentioned aseptic loosening of the resurfacing right cup). (Right). (B)(4).